Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable and oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had multiple high rate episodes, noise, and a high amount of short v-v intervals/ sensing integrity count (sic) which triggered a lead integrity alert (lia). The rv lead also had varying impedance. The sensing polarity and sensitivity were reprogrammed. It was also reported that the atrial lead had varying impedance and high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.